Manufacturer narrative:
The device has not been returned for eval. Additional info has been requested yet not received. Should additional info become available a supplemental report will be submitted. Report 1 of 2.

Event description:
Report received from germany states: "cutter does not cut. No pt impact."